Manufacturer narrative:
Tandem¿s t:slim user guide describes how to remove air from the cartridge using the syringe. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that insulin was not observed to be dripping out of the tubing during the load fill tubing sequence. Customer's blood glucose level was 91 mg/dl. Reportedly, the customer did not perform the air removal process when loading the cartridge. Tandem technical support guided the customer through performing the load process to address the issue.